Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, it appears progression of disease process caused the valve to calcify leading to valve dysfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners 1 clinical trial, the patient was seen for their 4-year tavr follow-up and had complaints of worsening dyspnea on exertion. The 2d echocardiogram revealed new onset bioprosthetic aortic valve stenosis. The patient was admitted for further evaluation and discharged the following day. Approximately 1 month later, the patient was admitted again and found to have worsening gradients across the aortic valve in the moderate to severe range (40-50mmhg) and moderate aortic regurgitation, which was thought to be a heavily calcified bioprosthetic valve within an immobile noncoronary cusp. The patient was scheduled to undergo tavr in one month. The patient was admitted for chest pain and shortness of breath. The patient was transferred due to a non st-segment elevation myocardial infarction. The patient was found to have significant coronary artery disease and a drug eluting stent was placed in the mid left circumflex and left anterior descending artery. Two days later, the patient had hypoxic respiratory failure which required intubation. The patient was found to have an elevated troponin, mild pulmonary edema and an infiltrate on the chest x-ray and was treated with broad spectrum antibiotics. The patient continued to deteriorate, went into pea arrest and was unable to be resuscitated. The patient expired 9 days after being admitted; however, the death does not appear to be related to the valve stenosis. The cause of death was pea arrest secondary to septic shock and pneumonia.